Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. Based on the additional information received the event is no longer considered a serious injury.

Event description:
Additional information: the event was described as "haptics kinked". The iol damage was noted while the iol was in the injector with no patient contact. The original incision was not enlarged and no sutures were required. A replacement lens of same model was implanted successfully. The current patient status is "very good".

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion the doctor noticed the lens haptic was kinked. The doctor enlarged the incision, removed the lens, and placed sutures. No information was provided regarding the inserter used during the event. Additional information has been requested, but no additional information has been received.